Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after resetting. Customer was informed to continue using the pump and advised to call back if the malfunction code recurs, which the caller acknowledged and understood.